Event description:
It was reported that this incident occurred in the ed during insertion. There was difficulty reported with the swg unraveling, but no further details were reported. The report states that the physician has had several problems with the swg and needle over the past 18 months. The physician alleged that this issue has occurred multiple times but has provided no specific details.

Manufacturer narrative:
(B)(4).